Event description:
Mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint. Device evaluation was completed on (B)(6) 2014. The meter involved with this complaint failed testing. The meter was found to have a defective crystal x1. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) USA, alleging unusual issue. The display was flickering after water was accidentally spilt on it. This complaint is being ruled out because there is no evidence that the device malfunctioned, the meter was subject to trauma/misuse. There was no indication that the product caused or contributed to an adverse event.